Event description:
As reported by the legal team, approximately six years post initial tha, this (B)(6) female patient underwent a revision due to premature polyethylene failure. No additional information available.

Manufacturer narrative:
Concomitant medical products :12/14 zirconia head 32mm -3.5mm neck (cat# 148-32-93 / serial# (B)(4)) ; novation element ro s/o sz 8 (cat# 164-11-08 / serial# (B)(4)) ; alteon 6.5mm screw, 30mm (cat# 180-65-30 / serial# (B)(4)) ; integrip cc, cluster 48mm, g1 (cat# 186-01-48 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3, h6 and h9 have been updated accordingly. (H3) as reported by the legal team, approximately six years post initial right tha, this 52 y/o female patient underwent a revision due to premature polyethylene failure. No additional information available. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of poly wear and surgical revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.